Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72," "defib disabled," and "pacer disabled" messages on power up. Complainant indicated that there was no patient involvement in the reported malfunction.